Event description:
" A silicone malecot catheter was used to assist drainage of a perineal abscess. (It is not intended to be used for this purpose) it has been in situ for four (4) weeks. (Which is the maximum recommended indwelling time when the silicone malecot catheter is used as intended) when attempting to remove the catether, the tip od the catheter, including the malecot "wings", appeared to be "sheared" off form the rest of the catheter. Surgical removal of the tip was required under general anaesthesia. The pt's condition is "stable". The treating doctor has been advised that the silicone malecot catheter is not intended for perineal abscess drainage and has been advised to use another medical device intended for such drainage.